Manufacturer narrative:
On 9-mar-2021, the suspected medical device was returned for evaluation. On 18-mar-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Initially, the expiration date of the device was reported as (B)(6) 2022. However, after the manufacturing record evaluation, it was found that the actual expiration date is (B)(6) 2022. The relevant field has been updated. Manufacturer's reference number: (B)(6).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast asymmetry and deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a 275cc mentor memorygel breast implant and experienced postoperative left-sided anisomastia. The patient experienced left-sided breast deformity and asymmetry. As a result, the patient underwent removal and replacement with an unspecified mentor breast implant (lot #: 950570) on (B)(6) 2020. The reported lot number of the replacement device, 950570, does not correspond to any mentor finished goods. Therefore, mentor is unable to determine what kind of product the replacement device is. If additional information is received in the future, a supplemental report will be submitted.